Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recently stored an episode of low amplitude right ventricular (rv) noise with one over-sensed beat at the beginning of (B)(6) 2025. Similar episodes have occurred past atrial tachycardia response (atr) episodes. At that time, the physician performed manipulations and was only able to reproduce the low amplitude noise, but not the over-sensing. Far-field over-sensing was also present and also seen in the past. According to the patient, they were getting ready for bed around the time of the rv noise and that there was nothing around them that could have caused electromagnetic interference. The physician was concerned that this over-sensed noise was more prevalent than the stored electrocardiograms (egms) would suggest and could be indicative of a lead integrity issue. This was reinforced by decreased r-wave amplitude measurements and high rates on stored histograms. Furthermore, the patient was recently seen in-clinic due to beeping tones, which was the result of an elevated, out-of-range shock impedance measurement (greater than 125 ohms) from the rv lead. The shock impedance measurements were noted to have increased gradually over the course of the last year, and the physician increased the programmed alert limit to prevent further beeping. The device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the stored atr episodes had evidence of mechanical rv artifacts resulting in over-sensing, which was more prevalent following an appropriate shock delivery. A 1-year review of the rv lead trends showed variable intrinsic amplitude measurements, and stable pacing impedance and threshold measurements. However, the shock impedance had been gradually rising over the past year, from 70 ohms originally to greater than 125 ohms. Ts also confirmed that the large amount high rates in the histograms were suggestive of over-sensed rv noise. Although a gradually rising shock impedance could be the result of calcification, physiological, and/or medication changes, ts recommended assessing the mechanical integrity of the lead to ensure non-compromised shock therapy delivery. A few weeks following this discussion with ts, further atr episodes were noted with over-sensing, as well as cross-talk on atrial paced beats. Ts was again contacted for review, as the ventricular sensitivity was already programmed to 0.6 millivolts. X-ray images were also taken and provided to ts for assessment. There was no evidence of obvious macroscopic lead damage, though the placement of the rv coil was in close proximity to the left ventricular (lv) lead entering the coronary sinus, which likely contributed to the far-field over-sensing seen. However, these signals were falling within the rv blanking period and did not affect timing cycle. Potentially, the rv low-amplitude artifacts were also caused by diaphragmatic myopotential oversensing, if integrity issues were excluded. Further troubleshooting options were provided to assess the rv lead. Ts did state that the patient has only had three appropriate shocks since implant, and there was no evidence of rv oversensing noted during these episodes. Recently, the patient was assessed in-clinic, where all lead parameters were satisfactory. There were no changes in impedance when performing provocative maneuvers and the only noise reproducible was not sensed by the device. These resulted were provided to ts and potential reprogramming options were provided, if clinically appropriate. It was recommended to continue with normal monitoring. At this time, this system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in section h6 (impact codes). At this time, no further information is available. Should additional information become available this report will be updated. If we later receive the information, we will provide a follow up report.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recently stored an episode of low amplitude right ventricular (rv) noise with one over-sensed beat at the beginning of (B)(6) 2025. Similar episodes have occurred past atrial tachycardia response (atr) episodes. At that time, the physician performed manipulations and was only able to reproduce the low amplitude noise, but not the over-sensing. Far-field over-sensing was also present and also seen in the past. According to the patient, they were getting ready for bed around the time of the rv noise and that there was nothing around them that could have caused electromagnetic interference. The physician was concerned that this over-sensed noise was more prevalent than the stored electrocardiograms (egms) would suggest and could be indicative of a lead integrity issue. This was reinforced by decreased r-wave amplitude measurements and high rates on stored histograms. Furthermore, the patient was recently seen in-clinic due to beeping tones, which was the result of an elevated, out-of-range shock impedance measurement (greater than 125 ohms) from the rv lead. The shock impedance measurements were noted to have increased gradually over the course of the last year, and the physician increased the programmed alert limit to prevent further beeping. The device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the stored atr episodes had evidence of mechanical rv artifacts resulting in over-sensing, which was more prevalent following an appropriate shock delivery. A 1-year review of the rv lead trends showed variable intrinsic amplitude measurements, and stable pacing impedance and threshold measurements. However, the shock impedance had been gradually rising over the past year, from 70 ohms originally to greater than 125 ohms. Ts also confirmed that the large amount high rates in the histograms were suggestive of over-sensed rv noise. Although a gradually rising shock impedance could be the result of calcification, physiological, and/or medication changes, ts recommended assessing the mechanical integrity of the lead to ensure non-compromised shock therapy delivery. A few weeks following this discussion with ts, further atr episodes were noted with over-sensing, as well as cross-talk on atrial paced beats. Ts was again contacted for review, as the ventricular sensitivity was already programmed to 0.6 millivolts. At this time, ts is reviewing the new data and will provide recommendations once completed. The crt-d and rv lead remain implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section h6 (impact codes). At this time, no further information is available. Should additional information become available this report will be updated. If we later receive the information, we will provide a follow up report.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. If we later receive the information, we will provide a follow up report.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recently stored an episode of low amplitude right ventricular (rv) noise with one over-sensed beat at the beginning of january 2025. Similar episodes have occurred past atrial tachycardia response (atr) episodes. At that time, the physician performed manipulations and was only able to reproduce the low amplitude noise, but not the over-sensing. Far-field over-sensing was also present and also seen in the past. According to the patient, they were getting ready for bed around the time of the rv noise and that there was nothing around them that could have caused electromagnetic interference. The physician was concerned that this over-sensed noise was more prevalent than the stored electrocardiograms (egms) would suggest and could be indicative of a lead integrity issue. This was reinforced by decreased r-wave amplitude measurements and high rates on stored histograms. Furthermore, the patient was recently seen in-clinic due to beeping tones, which was the result of an elevated, out-of-range shock impedance measurement (greater than 125 ohms) from the rv lead. The shock impedance measurements were noted to have increased gradually over the course of the last year, and the physician increased the programmed alert limit to prevent further beeping. The device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the stored atr episodes had evidence of mechanical rv artifacts resulting in over-sensing, which was more prevalent following an appropriate shock delivery. A 1-year review of the rv lead trends showed variable intrinsic amplitude measurements, and stable pacing impedance and threshold measurements. However, the shock impedance had been gradually rising over the past year, from 70 ohms originally to greater than 125 ohms. Ts also confirmed that the large amount high rates in the histograms were suggestive of over-sensed rv noise. Although a gradually rising shock impedance could be the result of calcification, physiological, and/or medication changes, ts recommended assessing the mechanical integrity of the lead to ensure non-compromised shock therapy delivery. A few weeks following this discussion with ts, further atr episodes were noted with over-sensing, as well as cross-talk on atrial paced beats. Ts was again contacted for review, as the ventricular sensitivity was already programmed to 0.6 millivolts. At this time, ts is reviewing the new data and will provide recommendations once completed. The crt-d and rv lead remain implanted and in-service. No adverse patient effects were reported.